Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the user experienced low blood glucose of 54 mg/dl. The user stated the insulin pump delivered 10 units of insulin independently without input. Troubleshooting was performed and the device pass the displacement verification test. The insulin pump alarmed for pump error during the self test. The pump will be replaced and returned for analysis.